Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found normal device characteristics.

Event description:
It was reported that the pulse generator exhibited high impedance and the connector would not accept the lead. The device was not used and a new device was implanted.